Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 4 failure unable to recover. A field service engineer conducted a thorough diagnostic assessment and identified a defective drawer controller. The component was replaced and subsequently tested, revealing no additional issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer unable to open failed hardware. A customer has indicated that the issue arose when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.